Event description:
Blood clot was stuck in a backflow valve of the reservoir, blocking the drainage. The occlusion was discovered about five hours after the drain was placed. As a result of the occlusion, the patient was sent back to surgery to remove a blood tumor from the wound site.

Manufacturer narrative:
Investigation ongoing- a follow up report will be filed.

Manufacturer narrative:
The customer sample was received inside a plastic ziplock bag and without the original packaging. The bulb sample was dissected by the customer and reflux valves were detached from their original location. Visual examination did not reveal any non-conforming characteristics in the reflux valves. The reflux valves were air reflux tested and they performed properly as per product specification. The slit dimension specification for the valve is .200 inch max. / .150 inch min. The samples were measured and the results obtained were .187 and .197 inch, which indicate that the units were within specifications. The check valve was carefully examined and no manufacturing or material related defects were noted. The device history record for the finished good was reviewed and no incident was documented that could have caused this type of non-conformance. No reported non-conformances were found from review of the records, which included in-coming and in-process inspection, non-conforming reports, and manufacturing records. The lot number reported was manufactured on august 1, 2012. This is the first complaint received on this catalog number in the last 12 months. No assignable cause related to the manufacturing process or materials could be identified with the product described in this incident. The suction on a bulb reservoir changes with the amount of compression and how much it is released as it is filled with fluid. The su130-1000 generates suction of 100 cm of h2o when compressed fully. Suction is approximately 20 cm of h2o in the mid-portion of its fill (25% to 75% filled). Suction drops to zero during the range of 75% to 100% full.